Manufacturer narrative:
An intralaser field service engineer (fse) inspected the laser and performed preventive maintenance in 2009. Upon departure, the laser met specifications and performed as intended.

Event description:
The intralase fs laser was used to create a corneal flap for lasik surgery in 2009. Nineteen days later, the pt presented with epithelium ingrowth in the right (od) eye. A flap lift and scrape was performed the following month. The pt was treated with topical steroids and the epithelium ingrowth was resolved. The preoperative best corrected visual acuity (bcva) was 20/20 od and postoperative bcva 20/20 od. The physician does not believe the event is device related.